Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm due to bent cannula. Caller stated that customer was high with a bent cannula the previous week; the insulin pump did not alarm. Nothing further reported.